Event description:
Had essure implanted in 2013 and started to feel debilitating, abdominal pain, and severe bloating especially during menstruation. Experienced ongoing joint pains, hair loss, skin rashes, headaches and extreme fatigue since then. The symptoms became gradually worse over the last 4 years. In (B)(6) 2017, I got 3 cervical herniated disks and arthritis in all my joints which put me out of work and any physical activity for 10 weeks. A blood test indicated a high antinuclear antibodies level, which was a sign of auto-immune disease. I never had this before essure. In (B)(6) 2017, I found I had 2 very large fibroids in my uterus and they were growing very fast. The abdominal pain became unbearable and the period bleeding became so heavy I had to undergo a total hysterectomy and bilateral salpingectomy to remove the essure implants along with the fibroids and uterus. I am a (B)(6) woman, had always been active, healthy and fit. All I can say is my overall health has been declining rapidly since I got the implants, and that even after their removal, I still have auto-immune related disorders like osteoarthritis, hair thinning/ loss, rashes on my feet. Although I feel much better now, just 5 weeks post surgery, as the abdominal pain and bleeding have stopped and my energy level has gone up. I feel that having essure implants as a permanent birth control method was the worse choice I ever made, and if I had been aware of the possible long term adverse effects at that time I would never have done that. It is clear to me that essure has dramatically affected my health and life in the long term.